Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. FDA registration # mw5092549.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastric during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Attempts were made to open and close the clip rapidly, but the clip would still not release. A different scope position was also tried and the clip would not release. Reportedly, the handle broke, the clip was removed from the patient, and the procedure was completed with a non-bsc clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was possible to observe that the device was partially disassembled and the handle was broken. The control wire was fully detached from the catheter and severely kinked at the most proximal section. Microscope examination was performed on the spool, and no visible failures were observed. A dimensional examination was performed to further analyze the deployment issue, and the flatness of the control wire of the device was confirmed to be within specification. A dimensional analysis was also performed on the catheter and the length from the ferule to the most distal section of the catheter was within specification. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. An investigation is in place to address this issue. FDA registration # mw(B)(4) additional information: b5

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastric during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Attempts were made to open and close the clip rapidly, but the clip would still not release. A different scope position was also tried and the clip would not release. Reportedly, the handle broke, the clip was removed from the patient, and the procedure was completed with a non-bsc clip device. There were no patient complications reported as a result of this event. ***additional information received on (B)(6)2020*** it was reported that the anatomy location was in the stomach.